Event description:
The manufacturer received information alleging a patient was harmed while using a ventilator. The reporter of the event refused to elaborate on the extent or type of alleged harm. The reporter of the event confirmed the ventilator was being used on battery power. The device alarmed when the batteries became depleted and the alarm was not acknowledged in a timely fashion. The reporter of the event confirmed there are no operational or alarm issues with the device. The ventilator will not be returned to the manufacturer for evaluation regarding this event.